Manufacturer narrative:
Date of event: exact date unknown, event occurred a few years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant due to an unknown reason. The explanted device components were discarded. No further information has been obtained despite good faith efforts.